Manufacturer narrative:
According to available information, this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device felt dizzy and presented to the hospital. Los of right ventricular lead capture was observed. This device outputs were programmed to maximum output settings and capture was obtained. Initially, increased threshold measurements were obtained, but decreased during the follow-up. Impedance measurements are normal. An internal technical service consultant was contacted whey the threshold measurements changed. Ts recommended further evaluation of the lead integrity. During isometric exercises, if no issue is found, it was recommended to check the thresholds in several pacing rates. This information will be provided to the physician.

Manufacturer narrative:
According to available information, this device remains implanted. When additional information becomes available, this event will be updated.

Event description:
Additional information was received. The loss of capture did not result in asystole greater than two seconds. The right ventricular lead is a non-boston scientific lead. It was concluded that the device was not secured and had moved in the pocket. The lead was pulled and dislodged. Therefore pacing was ineffective. A lead replacement procedure was performed. Acceptable pacing was observed post lead revision. .